Manufacturer narrative:
(Other) - zippers not aligning with teeth - eval results: (other) - large window at the zippers insert pin is broken. Front side a on the compartment zipper the slider body is open. Back side b window has the tape cut all around the zipper and a small hole on the bottom mattress.

Event description:
It was reported that a posey bed-acute care/ltc model 8050 has both side panel zippers that are not aligning with the teeth. No pt injury reported.